Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal and common carotid arteries. A carotid wallstent self-expanding stent and a filterwire were selected for use. Post implant, upon removal, severe resistance was felt. After moving the sheath once, retracting it, and then pulling it again, the stent delivery system was removed separately from the filterwire despite slight resistance. The procedure was completed successfully. There were no patient complications as a result of this event.